Manufacturer narrative:
The investigation is not complete.

Event description:
The customer contact reported incomplete instructions for reviewing the programming of the gemstar pump. It was reported that after starting a new container, the customer contact indicated that the instructions do not include all of the steps required to review the pump programming. The customer contact indicated that to review the pump reprogramming, the instructions direct the user to press the down arrow. The customer contact stated that after the down arrow is pressed, the device chirps and the pump programming is not displayed for the user to review. The customer contact stated the therapy was resumed after the new container was started. There were no reported adverse pt effects. Though requested, no additional info was provided.